Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to extrusion of the active electrode in to the external auditory canal. Reportedly the surgeon cut off the extruded electrode. Other mechanical damages found during investigation are likely related to the removal surgery. Furthermore, the user reported lack of benefit and nausea which is most likely related to an additional migration of the electrode array out of cochlea. The investigation findings go in line with the reported problems. This is a final report.

Event description:
End of (B)(6) 2017 recipient was not able to hear anymore with the device. At the same time also nausea was reported. The surgeon found out that the electrode array was extruded in the external ear canal. The surgeon did cut the array off. The recipient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
End of (B)(6) 2017 patient was not able to hear anymore with the device. At the same time also nausea was reported. The surgeon found out that the electrode array was extruded in the external ear canal. The surgeon did cut the array off. Patient was re-implanted with a synchrony on (B)(6) 2017.

Manufacturer narrative:
Conclusion: according to the information received, the electrode lead was found partially extruded into the external auditory canal. The user reported lack of benefit and nausea which is most likely related to an additional migration of the electrode array out of cochlea. The surgeon cut off the electrode lead and re-implantation took place on end of (B)(6) 2017. Despite requested the explanted device has not been received back for investigation. This is a final report.

Event description:
End of (B)(6)2017 recipient was not able to hear anymore with the device. At the same time also nausea was reported. The surgeon found out that the electrode array was extruded in the external ear canal. The surgeon did cut the array off. The recipient was re-implanted with a synchrony on (B)(6)2017.